Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including bench handling, power cycling and functional stress testing without duplicating the report. An internal inspection found no discrepancies. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity logs showed a compressor failure 2001, which triggers when the communication between the compressor and the smart pneumatic module board fails and high pressure 02 is available to provide ventilation. The alarm will continue to sound as a medium priority alarm until the user acknowledges that ventilation is being provided using 02 by setting the fio2 to 100%. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "compressor failure -2001" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device would deliver two breaths for each respiration cycle. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.